Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning (B)(6) 2010.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer's son reported customer received the following readings from her precision xtra blood glucose meter, which she perceived as erratic: 95 mg/dl and 90 mg/dl ((B)(6) 2011), 250 mg/dl and 285 mg/dl ((B)(6) 2011) and 443 mg/dl and 185 mg/dl ((B)(6) 2011). Caller further reported that approximately 2-3 weeks prior to calling customer service on (B)(6) 2011 the customer experienced a loss of consciousness. Paramedics were called, treated the customer on the scene with glucose via an unknown route of administration and transported customer to a local healthcare facility. Customer was diagnosed with hypoglycemia. It is unknown what additional treatment may have been rendered. It was additionally noted the customer was using an affected test strip related to an on-going field action for abbott's precision family test strips. There was no report of death or permanent injury associated with this event.